Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752r. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was replaced during ser vicing. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the system displayed a localizer faulted message. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome. The manufacturing representative (rep) was able to call in for additional troubshooting and confirmed that the system displayed localizer faulted while in the clinical application. The rep ran print camera diagnostics and noted a system fault: transmit coil current 9.

Manufacturer narrative:
H3, h6: the 9733752r flat emitter, lot number 603009669 was returned for evaluation. The reported complaint was unable to be duplicated. The returned flat emitter was tested for an overnight burn in test and passed all testing without issues or faults. Codes c19, d14, and previously reported b01 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.